Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16178. It was reported that the patient presented remotely via merlin.net. Interrogation showed episodes of noise over-sensing on the right ventricular lead. The patient was asymptomatic. The physician elected to only make programming changes based on the patient's age. The patient was stable throughout.